Event description:
The customer stated that several patient samples generated higher than expected results for the architect ca19-9xr reagent using lot 08852m500. The 11 patient samples generated significantly higher results compared to another non-recall lot (10727m500). One patient sample generated a result of 45.4 u/ml using the recall lot 08852m500 compared to a result of 27.6 u/ml when tested using the non-recall lot. No impact to patient management was reported.

Event description:
The customer stated that several patient samples generated higher than expected results for the architect ca19-9xr reagent using lot 08852m500. Five patient samples generated significantly higher results compared to another non-recall lot (10727m500). One patient sample generated a result of 45.4 u/ml using the recall lot 08852m500 compared to a result of 27.6 u/ml when tested using the non-recall lot. No impact to patient management was reported.

Manufacturer narrative:
(Number of patient samples generated high ca19-9 results with the recall lot compared to a non-recall lot is 5).

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.